Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l41856, implanted: (B)(6) 1996, product type: catheter. (B)(4).

Event description:
On the date of this report, the catheter was found to have a break. The catheter was unable to be retrieved, so was not explanted; it remained in the patient¿s body not in use. A new catheter was placed. The patient had no symptoms or complications associated with the event. The patient status was reported as ¿alive-no injury¿. The patient appeared to be in stable condition with no signs of acute distress. The device system was delivering normal saline. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.